Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering the proper amount of insulin. Tandem technical support (cts) reviewed the pump data and found that the customer had inadvertently entered the incorrect value for the carbohydrate ratio/correction factor settings. Cts assisted the customer with entering the correct settings. Blood glucose value was 139.